Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had high impedances on multiple contacts on the scs lead. Subsequently, the physician explanted and replaced the entire scs system. F/u info identified the pt had lost stimulation prior to the procedure. There is no alleged deficiency on the ipg.